Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported on (B)(6) 2017 the patient missed her pump refill appointment, and the ptm showed error code 8286 for empty pump. The office was able to get the patient in (B)(6) 2017 to perform a pump refill. The patient was supplemented with oral medications as prescribed by the physician. The patient did not experience any lasting adverse effects. Indication for use was non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the information previously reported in manufacturer report # 3007566237-2017-02728 [overdose] now applies to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [missed refill; overdose] additional information was received from healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the patient's refill on (B)(6) 2017 was performed successfully. The physician then wanted to prescribe a single bolus (of unknown amount), and just as the bolus was initiated the patient started to show signs of overdose. The single bolus was cancelled. The patient was transported to the hospital and admitted. It was determined that the overdose was a result of the patient taking 10-20 oral morphine pills just prior to arrival at the doctor's office. It was noted that the pump was at end of life (eol) at the time of report, and pump replacement was dependent on the patient's cardiac clearance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 21 from the patient¿s friend/family member who reported that the patient had an appointment today at the surgery center and they notified the patient that the pump was at eol (end of life). When the patient tried to get a bolus today, the ptm (personal therapy manager) code was 8428 (eol). The patient had no symptoms and was planning to follow-up with their healthcare professional. The pump was delivering dilaudid. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump. The indication for use was unknown. It was reported on (B)(6) 2017 that the personal therapy manager (ptm) was showing the 8286 code meaning empty reservoir. The date of the event was unknown. It was noted that the office did not schedule the patient's refill date correctly when entering it into their electronic database and that the appropriate refill date was missed. There were no symptoms or complications reported.